Event description:
Clinic notes dated (B)(6) 2012 reported that the patient had his device programmed off and x-rays ordered. The patient was prescribed a new medication. Surgical intervention has not occurred to date.

Event description:
Additional information was received that the patient the patient¿s depression has increased since vns has stopped working. The patient has been placed on additional antidepressants. The patient has been programming off since 2012 and has not had the surgery to replace the vns. Follow-up with his physician indicated that the increase in depression begun about 6 months ago. When asked about the relationship of the depression to vns the physician responded ¿no¿ possibly indicating there was no relationship to vns. The patient is continuing therapy and medication monitoring. There were no causal or contributory changes in programming, medication and external factors preceded the onset of the depression.

Event description:
The patient had generator and lead replacement surgery on (B)(6) 2015. Pre-operative system diagnostic results showed high lead impedance (dcdc-7). During surgery, the surgeon attempted to reinsert the lead pin into the generator header to resolve the high impedance, but this did not resolve the high impedance. The generator and lead were then replaced. The explanted devices were discarded by the hospital. Therefore, analysis is unable to be performed.

Event description:
Reporter indicated a patient had high lead impedance with vns diagnostics testing. Attempts for further information are in progress.

Event description:
All attempts to the reporter for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.